Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two right ventricular (rv) leads were attempted to be implanted but not used. The superior vena cava (svc) coil on the leads both unraveled after the physician inserted a sheath. The leads were removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The exposed svc coils are distorted at 36 cm. The analyst noted the lead was passed through a fresh 9 fr introducer and had some resistance passing at the proximal end of the svc coil due to the distortion of the exposed svc coils. If information is provided in the future, a supplemental report will be issued.